Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the event summary data was reviewed by our rescue ready services and discussed with the customer. The log shows the ECG algorithm determination was "no shock advised". If no shockable rhythm is detected, the device will prompt "no shock advised" and will not allow a shock to be delivered. The device performed as expected. Analysis of reports of this type has not identified an increase in trend.